Event description:
This unsolicited device case from united states was received on 14-jul-2016 from a nurse. This case concerns a female patient (age not provided) who received treatment with synvisc one and after unknown latency experienced knee pain, knee swelling and aspiration of knee. The patient's medical history, past drugs, concurrent condition and concomitant medications were not reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (indication, dose, frequency, lot/batch number and expiration date: not provided) into an unspecified location. On an unknown date, after an unknown latency, the patient experienced knee pian/swelling following synvisc one. It was reported that the patient required aspiration, scoping of the knee and treatment with steroids. Further reported, the procedure was done by a doctor. Action taken: unknown corrective treatment: aspiration, steroid and scoping of knee for aspiration of knee, steroid and scoping of knee for knee swelling and steroid for knee pain outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(4) global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all events. Additional information was received on 19-jul-2016. Ptc results were added and the text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 14-jul-2016 from a nurse. This case concerns a female patient (age not provided) who received treatment with synvisc one and after unknown latency experienced knee pain, knee swelling and aspiration of knee. The patient's medical history, past drugs, concurrent condition and concomitant medications were not reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (indication, dose, frequency, lot/batch number and expiration date: not provided) into an unspecified location. On an unknown date, after an unknown latency, the patient experienced knee pian/swelling following synvisc one. It was reported that the patient required aspiration, scoping of the knee and treatment with steroids. Further reported, the procedure was done by a doctor. Action taken: unknown. Corrective treatment: aspiration, steroid and scoping of knee for aspiration of knee, steroid and scoping of knee for knee swelling and steroid for knee pain. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all events.